Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Approximately 30 minutes after the catheter was placed, a leak was observed coming from the start-up kit. According to the reporter, fluid was found on top of the air trap and on the floor; however, the thermogard xp ivtm console (B)(4) did not detect air in the air trap and display an alarm as expected. To prevent any further delay in temperature management therapy, the suk was eventually replaced and a secondary thermogard console was used to continue and complete therapy. The primary console was taken out of service. No further issues were reported and no report of patient consequence as a result of the reported issue.

Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn: (B)(4)) was performed by a zoll service technician. During evaluation of the console, a mid:09 (air trap assembly) error message was observed upon powering on the console during initial functional testing. The mid:09 error message was also observed during review of the event log. To resolve the mid:09 error message the faulty air trap block was replaced. The console passed functional testing and the electrical safety test with no issues found. The console performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4) .